Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, and minor scratched lcd window.

Event description:
It was reported that there is damage to the insulin pump. It was reported that the display screen is damaged. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.